Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon reported lack of compression due to the fact that the bone (scaphoid) was too soft (medial approach). The compression sleeve (03.226.000) did not stop on the top of the bone in the way it is supposed to do to get compression. The compression sleeve continued into the bone, and very poor compression was achieved. Exactly the same problem was experienced twice (with two different patients). This is report 1 of 1 for (B)(4).